Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as onset of the peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with vancomycin (intraperitoneal (ip), 1 gram stat every five days, duration not reported) and fortum (ip, 1 gram daily, duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient was recovered from the event and their pd fluid was clear. No additional information is available.